Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿intermittently turns on/off by itself.¿. The unit was triaged and the reported issue was confirmed. The potential root causes are excessive damage due to customer misuse and/or a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/3/2017.

Event description:
The customer states that the pump intermittently turns on/off by itself.